Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to diabetes ketoacidosis and high blood glucose level of over 549 mg/dl. The customer¿s current blood glucose level was 135 mg/dl. Customer experienced symptoms like nausea and tired. The customer stated that the blood glucose was not getting down with shots or bolus and ended up taking him to emergency room. Customer was off the pump less than 48 hours prior to hospitalization. The insulin pump will not be returned for analysis.